Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 322 did not occur. A review of the event history log revealed zero events of system error 322 but an event of system error 321. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a system error 321. The door switches were tested and the evaluator found the upper link switch did not function as intended, a failure which would result in a system error 321. The cause of the condition was determined to be the upper auxiliary assembly requires replacement to correct this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.